Event description:
Report received of a filter leak. According to the customer contact, the device was being used "for hydration only" when the filter leak was noted. There was no reported adverse patient event. Multiple unsuccessful attempts were made to obtain addtional information.